Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that while the scale was not functioning to specification. No patient involvement or adverse consequences are reported.